Event description:
The customer reported the on/off button does not work and the ventilator cannot be put into standby mode as well as it beeps all the time. The customer clarified that once the ventilator is powered on, the ventilator is blocked due to a potential issue with the membrane keyboard. There was no patient involvement at the time the reported event occurred. There was no report of patient or user harm. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
The international philips field service engineer (fse) replaced the front and back housing of the screen to complete service. After changing the cases, the fse observed that the equipment randomly showed the message to turn off the equipment, as if the on/off button had been pressed. The philips international field service engineer (fse) then replaced the user interface (ui) printed circuit board assembly (pcba) and the ui to power management (pm) cable. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The device was evaluated by the customer and an international philips remote service engineer (rse). Who confirmed the reported issue. The international philips field service engineer (fse) replaced the front and back housing of the screen to complete service. After changing the cases, the fse observed that the equipment randomly showed the message to turn off the equipment, as if the on/off button had been pressed. The unit was functionally tested and did not successfully pass all testing. The unit was not returned to service. No other anomaly was reported.